Manufacturer narrative:
The investigation is in progress; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The sales representative was informed that the user facility was using the high frequency resection plasma needle electrode and the tip broke off at the beginning of an unspecified procedure. The broken tip was retrieved from the patient. No patient death, serious injury or infection was reported.

Manufacturer narrative:
As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event (including sections e2 and e3) but with no results. The OEM performed the device history records for the concerned device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The concerned device was not returned for evaluation; therefore, the root cause of the reported event cannot be conclusively determined. However, as no error message (e.g. Short-circuit) of the generator used was reported, improper handling or excessive force cannot be ruled out as the potential cause of the damage. The OEM will continue to monitor complaints for this device.